Event description:
It was reported the handpiece did not pass the initial test. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 4/16/2008. Eval summary: the hand piece was returned with the mount loose and the nose cone cracked. It was tested on the generator and to error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.